Event description:
Report received from the USA stating that the device had a "hose damage" issue. The device was not use during a surgical procedure. It was unknown if there was any user or patient injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental MDR will be sent.